Event description:
Related manufacturer reference number: 2017865-2024-73395. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed post paced t wave oversensing on the implantable cardioverter defibrillator (ICD). Device interrogation revealed high defib impedance on the right ventricular (rv) lead. Programming changes were performed to resolve the issue. The patient was in stable condition.